Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a low anterior resection, the clips were not forming properly. The customer used another device to complete the case. There was no patient consequence.